Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized multiple times due to the pump's basal iq software not suspending insulin prior to customer experiencing a low blood glucose (bg) level (value not provided). Tandem technical support was unable to verify this allegation as customer declined troubleshooting and declined to provide additional information.